Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with a 11mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to perform fenestration at left common carotid artery during tevar procedure (thoracic device was castor, non-gore). During the procedure, thoracic device was implanted. Vsx device was to be used as in situ fenestration at left common carotid artery from brachial artery puncture site. After rupturing the thoracic endoprosthesis with a puncture needle, a 4mm x 4mm balloon and an 8mm x 6mm balloon were used to dilate the device at the opening of the left subclavian artery to a fenestration of 8mm. From the femoral artery, an upper gripper grabbed the termo loach guidewire that comes out from the left subclavian artery. After grabbing the guidewire out of the femoral artery, a 12fr x 80cm sheath is inserted from the femoral artery. After the sheath was in place in the left subclavian artery, vsx device was delivered to target lesion. Great resistance was experienced during deployment and couldn't be deployed normally. Vsx device was removed through the sheath, it was found that vsx device was displaced on the delivery shaft. Another 10mm x 5cm vsx device was used to deploy and complete the procedure successfully. Delivery system was withdrawn and post-dilation with an 8mm x 6mm balloon was performed. After dilation, contrast imaging shows that the vsx device position was good and blood flow was patent. Patient returned to the ward safely without any adverse consequences.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: code c19 - the manufacturing records were reviewed. The device lot met all pre-release specifications. Code d15 - this complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation, and deployment of the inner zipper had not been initiated. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The report of endoprosthesis displacement observed after withdrawal of the vsx device was confirmed. The direction of the observed displacement is consistent with potential interactions occurring during withdrawal through the sheath, though a root cause could not be established with the information available.